Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a ventricular tachycardia procedure, the hd grid catheter became stuck in the introducer and was difficult to remove after mapping was complete. Once removed from the introducer, the outer material of the hd grid catheter was damaged, exposing the internal components. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
A image was received for evaluation which showed visual damage to the paddle. The catheter was inserted and withdrawn into the returned agilis sheath with no resistance or anomalies noted. Further investigation revealed the distal coupler was displaced, the pellethane tubing was torn, and the nitinol frame was exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the withdrawal issue remains unknown. The cause of the damage to the paddle is consistent with damage during use.